Event description:
The facility reports the lift had been brought into the room. The nurses were getting the pt ready for transfer when the hanger bar fell off the lift, just missing the aide's foot. The pt was not in the lift and there were no injuries.